Event description:
The pt reported feeling dizzy and lightheaded during a routine hemodialysis treatment. The operator noted clear fluid under the cycler. Manual rinseback was performed and the pt was administered a 200-300cc saline bolus. The pt lost consciousness and was transported to the ER, where he received another 500cc saline bolus. The pt reported feeling better and was sent home with no additional medical intervention required.

Manufacturer narrative:
The cartridge was not returned for evaluation as requested. The reported leak cannot be confirmed. The user's guide states that the nxstage cycler may not sense slow fluid leaks resulting from loose connections, faulty components, or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if a leak cannot be resolved. The event was reviewed with the pt. The exact cause of reported problem cannot be determined. Nxstage medical considers this report closed. No add'l info will be provided.